Event description:
It was reported that the patient¿s trial worked wonderful from when they put their wires in to when they put the implantable neurostimulator (ins) in and it dropped direction of it. The patient¿s health care provider (hcp) told them they would have to work with it but the patient did not get an appointment with their hcp. It was noted that the patient¿s symptoms had been going on for almost a year and the worst part was that their butt bone felt like they were being stabbed. The patient had a shocking or jolting sensation and their side effects felt like the wires that went down near their bottom were stabbing. It was reported that the electrical feeling went down into their leg and foot like an electrical switch and it was like the wires possibly came unhooked. The patient did not have their programmer with them to turn stimulation off. It was noted that the patient had stimulation in the wrong location, never had therapeutic effect, and had pain at the implant site. The patient had skin irritation around the ins and the ins was moving around in the pocket in their hip area. It was stated that the patient suspected that the wires were stabbing them. The patient had a cat scan and they could hardly get on or off the table. It was reported that for almost a year the patient couldn¿t sit or lie on their right side or back and had to lie on their left side. The patient had been housebound and put on 25 pounds. It was noted that the patient was in agony when they sat up and didn¿t know of any falls or trauma. The patient saw their implanting hcp once and called 3 times to get an appointment and they never called back. It was reported that the patient finally went to another hcp and last week this hcp told them that they wanted the patient to go back to their implanting hcp to have them look at it. The patient¿s manufacturer representative kind of hurt their feelings. It was noted that during the trial the manufacturer representative had a real gung-ho positive attitude while the patient got the wires and call them 6 times a day but once they had it put in the manufacturer representative never checked on the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v748191, implanted: (B)(6) 2011, product type: lead. (B)(4).